Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and confusion.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated that she had low blood sugar and was not alerted by the receiver. Patient was at work at the time of the event and a co-worker called the paramedics, as the patient appeared to be confused and not herself. Patient was not comprehending her surroundings. The paramedics arrived and gave the patient glucose to elevate her blood sugar. Patient was not given additional medication. Paramedics stayed with the patient for 45 minutes and patient declined being transported to the hospital or being seen by a doctor. After the paramedics left the patient at school, where patient works, the principal advised she go home and rest for the day. Patient left work and went home. Patient saw her physician on (B)(6) 2016, after the event occurred. Additionally, patient was unable to test her receiver alerts as she had dropped it on a separate occasion. At the time of contact, patient was fully recovered. No additional event or patient information was provided.